Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Multiple products. Additional info has been requested, but not yet received. Associated MDR: 1018233-2013-00898 and 1018233-2013-00899.

Manufacturer narrative:
(B)(4). Brand name: avaulta anterior biosynthetic support system. (B)(6).

Manufacturer narrative:
(B)(5). Supplemental MDR# 01 sent to FDA on 01/19/2015.

Event description:
Per additional information received,complains of left flank pain and urinary retention. Complains of recurrent prolapse, increase in pelvic pain and pressure with walking, suprapubic pain, incontinence, dyspareunia and leakage of urine - scheduled for surgery. Underwent trachelectomy, bilateral retroperitoneal sacrospinous ligament colpopexy, vaginal paravaginal repair and anterior colporrhaphy. Urinary urgency and frequency, painful bowel movement and rectal pain. She had only small amount of discharge with resolution of her prolapse symptoms; however she continued with persistent pain in her left inferior gluteal distribution which was diagnosed as pudendal neurosthenia possibly related to suturing placement. On examination, a taut (must be taut) area that is exquisitely tender in the left apex, consistent with a suture seen. Due to complications due to genitourinary device, implant and graft, left buttock pain and pelvic pain she was scheduled for revision surgery. Underwent revision of prosthetic vaginal graft and permanent suture, vaginal approach and cystourethroscopy. No. As per the available medical records, the patient did not present with any serious complications and did not undergo any additional surgeries. Per the last available medical record on (B)(6) 2013, she reported no pain but her operative site examination revealed some residual suture material.